Event description:
It was reported that the ventilator failed flow transducer test during Pre-use Check.There was no patient involvement. Manufacturer's reference #: (b)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.